Event description:
The reporter stated the surgeon inserted a collamer single piece lens and noted an anterior capsule tear in the patient's eye. The lens was removed with no incision enlargement and a vitrectomy was performed. A three piece lens was implanted and sutures were not required. The reporter stated this facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
Results - a lens work order search was performed and no similar complaint was found.